Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022). Device pending return.

Event description:
It was reported that approximately two weeks post port placement through sub clavian vein, an x-ray demonstrated that the catheter allegedly broke, got separated from the port and migrated into the patient. It was further reported that the catheter embolized to the patient and required additional intervention to remove the segment. Patient reported stable.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one image was provided for review. The investigation is confirmed for the reported fracture, migration and material separation as the image review shows right sided port catheter in a right subclavian route with fracture of the tubing at the level of the clavicle and got migrated to the left lower lobe pulmonary artery. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2022). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately two weeks post port placement through subclavian vein, an x-ray demonstrated that the catheter allegedly broke, got separated from the port and migrated into the patient. It was further reported that the catheter embolized to the patient and required additional intervention to remove the segment. Patient reported stable.

Event description:
It was reported that approximately two weeks post port placement through subclavian vein, an x-ray demonstrated that the catheter allegedly broke, got separated from the port and migrated into the patient. It was further reported that the catheter embolized to the patient and required additional intervention to remove the segment. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation and one medical image was provided for review. Visual and microscopic visual evaluation were performed on the returned device. The investigation is confirmed for the reported catheter fracture, material separation and migration as a complete circumferential break was noted on the catheter approximately 5.4cm from the distal end of the cath-lock and a longitudinal split was noted at the break starting to migrate proximally. The surface of the complete circumferential break was noted to be granular. Further the provided medical image confirms that the fractured catheter was found migrated to the left lower lobe pulmonary artery. The investigation is also confirmed for the identified dent in material issue as the catheter break was found to be in elliptical shape. A definitive root cause was not identified, the characteristics of the catheter deformation are consistent with a known complication called catheter pinch-off. Pinch-off occurs due to compression of the catheter within the clavicle/first rib region. This issue can be avoided by inserting the catheter through the internal jugular vein. Subclavian insertions should be inserted lateral to the border of the first rib or at the junction with the axillary vein. The complainant reported that the catheter broke during the removal attempt, so removal factors combined with catheter pinch-off could have potentially caused or contributed to the break and difficulty in removing the catheter. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use reviewed and states: ¿warning: do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off, as it may result in port system failure.¿ ¿this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off.¿ ¿signs of pinch-off clinical: difficulty with blood withdrawal. Resistance to infusion of fluids. Patient position changes required for infusion of fluids or blood withdrawal. Radiologic: grade 1 or 2 distortion on chest x-ray. Pinch-off should be evaluated for degree of severity prior to explantation. Patients indicating any degree of catheter distortion at the clavicle/first rib area should be followed diligently. There are grades of pinch-off that should be recognized with appropriate chest x-ray as follows¿ ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 04/2022), g3, h6 (device, result). H11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.